Manufacturer narrative:
The medwatch number was cited in b5 of the initial MDR but omitted from h10, and that this follow up is to add it.

Event description:
The event was reported via user facility mandatory medwatch report number (B)(4). It was reported that two instances occurred on an unspecified date in (B)(6) 2025, (B)(6) 2025 is being used as placeholder. The events involved 8" bifuse ext set, 2 clave¿, 2 clamps, luer lock where the customer reported that the nurse noted that the patient's y-extension IV tubing had come apart. The y-tubing has 2 "tails", and each tail has a hub attached to connect IV fluids or give IV push medications. One of the hubs had disconnected from the tubing, as if it were just pushed onto the tubing. Customer stated that usually this tubing is permanently connected and is not detachable. The tubing was replaced with a new y-tubing set, and it happened again. The event occurred in the hospital. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.